Event description:
Knee revision performed on (B)(6) 2014 by dr (B)(6) at (B)(6). Primary tkr was performed on (B)(6) 2013. Surgeon used 80g of cmw2g, in one mix, to cement in all prosthesis ? Tibia, femur and patella. Patient experienced fall several weeks ago and complained of knee pain. During revision surgery, patella component was found to be loose. Replaced with identical item (cmw2g).

Manufacturer narrative:
Review of the device history records and/or a lot specific complaint database search was not possible for the newly identified cmw2 depuy cement, as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the newly information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI unavailable. See section d for any product information received. Follow-up with the complainant has been conducted for the catalog/lot number and this information is not available.